Event description:
It was reported by the customer that a pyxis ciisafe system remote manager lock failed to open during routine restock of items in the refrigerator. The customer reported that sometimes the lock does not open although the transaction went through. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pyxis cii safe system failure. A field service engineer confirmed that there was no failure found from the device at the time of visit, re-secured the connectors in the remote manager, verified proper operation through the application several times and then also align the house to the latch. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis ciisafe system remote manager lock failed to open, caused a delay while accessing items in the refrigerator. The customer reported that malfunction occurred during a routine pull for restocking. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager failure. A field service engineer confirmed that there was no failure found from the device at the time of visit, re-secured the connectors in the remote manager, verified proper operation through the application several times and then also align the house to the latch. The system was functional as intended.